Event description:
The customer reported that during use of this suture hook in an arthroscopic shoulder procedure, the tip of the suture hook broke in the joint, and could not be retrieved. The patient was discharged home as intended without further intervention planned at this time.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation without the detached hook. A visual examination of the device found the suture hook assembly broken off/detached. Further inspection found the tube bent, and the needle detached at the weld joint. This type of failure mode can be indicative of lateral force being applied to the device during use. A review of the device history record shows no discrepancies. This suture hook is a limited reuse device, and the number of uses for this unit was not provided by the customer. The information for use (IFU) provides the following warnings: if the hook of the needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precaution: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.